Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported removal difficulty; however the foreign body in patient and additional treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during the procedure, an unspecified drug-eluting stent (des) was deployed in the mid right coronary artery (rca). Then, what appeared to be a free perforation in the mid rca was angiographically noted. Thus, a 3.5x16 rx graftmaster covered stent system was advanced through an unspecified 6fr guide catheter, without difficulty, toward the mid rca when it was discovered that there was no perforation; it was minor venous flow. A decision was then made to withdraw the graftmaster since it was no longer needed, however, the graftmaster was unable to be withdrawn into the 6fr guide catheter. The graftmaster was, thus, advanced again without resistance to the proximal rca and intentionally deployed at 15 atmospheres, in the proximal rca, outside of the target vessel area and in healthy tissue, just proximal to the deployed des, as this was considered a safer alternative than deploying the covered stent inside of the des. The minor venous flow self-sealed and the procedure was considered completed. There were no adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.